Event description:
The customer observed low quality control (qc) results after calibrating for a new lot of ckmb slides. No pt samples were involved in this event. The event is consistent with a malfunction that could have caused false positive results to be reported. There was no report of pt harm as a result of this event.